Event description:
Thermage was notified of adverse event on 9/8/06 by medwatch report, number mw1039831. According to the report; the pt has experienced fat loss in the temple, cheek, and sub-cheek area.

Manufacturer narrative:
Without further info from the pt and the dr about the treatment it is not possible for thermage to perform further investigation on this event.